Event description:
It was reported to medtronic minimed that the customer passed away. The event involved product(s) mmt-723lnas, mmt-332a and unomedical. Troubleshooting was not performed. No further complications were reported. Mmt-723lnas was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0878 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The following were noted during visual inspection: scratched case, cracked belt clip slot, scratched reservoir tube window, and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump was received with a depleted duracell alkaline battery installed. No damage noted on the original battery cap. Please see below when reviewing the history download file. The pump was stored for an extended period with depleted duracell alkaline battery installed. The pump was able to download the pump history file, but it was corrupted. There was multiple a47 alarm in the pump history due to corrupted history file. There was no data available in 08-sep-2020 in the pump history file. Unable to list the total insulin delivered on the event date 08-sep-2020 and the 7 days prior to that date due to no data available. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 08-sep-2020 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date 08-sep-2020 in the pump history file due to no data available. The pump passed the functional testing. A47 alarm confirmed in the pump history due to corrupted history file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.